Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During preparation outside the patient, it was noticed that "the bands were melted on one side." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a04 captures the reportable event of bands were damaged.